Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was being replaced due to potential premature battery depletion. During the same procedure, the right atrial (ra) lead was to be replaced due to noise which resulted in atrial pacing inhibition and high rate ventricular pacing which resulted in discomfort for the patient. A ra lead fracture was suspected. Additionally, the left ventricular (lv) lead was being revised due to high threshold measurements. Insulation damage was noted on the lv lead. The ra lead was explanted and replaced. The lv could not be explanted due to calcification and was surgically abandoned. A new lv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.